Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a case where arcuate cuts were too deep, and the physician had to put stitches. Surgery was reported to be completed. Additional information has been requested.